Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to duplicate error c-34 and replace the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported error was confirmed using system logs which revealed recurring error c-34. During testing, the erbe unit displayed error code c-34 on startup and erbe log showed c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. A definitive root cause could not be identified. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe had repeated c-34 error when applying monopolar energy and explained they may be able to temporarily resolve the c-34 error if they bring down the energy effect by utilizing the ¿classic" coagulation mode; this may allow the monopolar energy to activate without a c-34 error. The procedure was completed with no reported injury.